Event description:
Boston scientific (bsc) crm received information that this atrial lead has been exhibiting loss of capture at maximum device outputs, no sensing and increasing impedance measurements. Most recently, impedance was 2500 ohms and the lead safety switch (lss) had been triggered. The caller reported as on top of vs. The patient is asymptomatic. The pacemaker was reprogrammed to vvi mode.

Manufacturer narrative:
A bsc crm technical services consultant recommended a chest x-ray and potential lead replacement. No other adverse events have been reported. This event will be re-evaluated if additional information is received. Additional information was received in (B)(6) 2011 stating that this patient had experienced an all terrain vehicle (atv) accident three years ago. Most recently, the associated device was electively replaced and a fracture of this atrial lead was revealed during the procedure. The patient reported feeling tired but no adverse patient effects were observed. The lead was removed from service and replaced without further incident.